Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient called to report that have a feeling sensation at the top of their ilr (implantable loop recorder) like "sweat beads that sting you." This happens intermittently, not daily, since the implant. The patient also stated that their incision feels funny, there is tenderness, and that the sutures can be seen with a magnifying glass. The irl remains in use. No patient complications have been reported as a result of this event.